Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. The customer complaint of damage component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv the tubing was found to be cracked. The following information was provided by the initial reporter: it was reported by the customer that the primary tubing that connects to the PICC cap was cracked in multiple places.